Event description:
It was reported that the patient was experiencing increased charging burden. It was also mentioned that tonic stimulation was bothersome. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.